Manufacturer narrative:
Eval results rec'd from howmedica kiel indicated this event is not associated with the device but rather is user related due to misuse.

Event description:
The clip broke off the screwdriver. This event did not occur during a surgical procedure.